Event description:
Customer reported a malfunction indicated by malf 12, which had a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappeared.